Event description:
The surgeon felt friction when he advanced the stent (details unknown) via the prowler select plus microcatheter (606s255x/15898158). Then he withdrew them as a unit and then changed new microcatheter (details unknown) to complete. No adverse event on the patient. The surgeon used envoy 6f gc (details unknown) and sl-10 mc from stryker (details unknown) for coil (details unknown). No vessel code information provided.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: envoy 6f gc (details unknown); sl-10 mc from stryker (details unknown); new microcatheter (details unknown); stent (details unknown); coil (details unknown).

Manufacturer narrative:
The surgeon felt friction when he advanced the stent (details unknown) via the prowler select plus microcatheter (606s255x/15898158). Then he withdrew them as a unit and then changed to a non-codman microcatheter (details unknown) to complete the procedure. There were no patient adverse events. No additional information could be obtained. A non-sterile prowler select plus 150/5 cm was received coiled inside of a coil dispenser inside of a plastic bag. The microcatheter was inspected and it was found compressed. The microcatheter was inspected under a microscope and the damages (compressed section) found on the visual analysis were confirmed. The inside diameter of the microcatheter was measured and was found within. A functional test was performed. The microcatheter was flushed using a lab sample syringe (635-002) and a 0.018¿ guide wire lab sample was introduced into the microcatheter. It advance smoothly until the microcatheter's distal tip; friction was felt when the guide wire was pass through of the compressed sections found on the microcatheter. After that the microcatheter was flushed again, and an enterprise lab sample was introduced into the microcatheter, it advance smoothly until the microcatheter¿s distal tip; friction was felt when the enterprise lab sample was pass through of the compressed sections found on the microcatheter. The review of lot 15898158 revealed no issues that were considered potentially related to the reported complaint. The reported friction was confirmed. The resistance friction appears to have been caused by the compressed condition found on the device; however, the cause of the compressed condition found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents these kind of damages leaving from the facility. Since there is no evidence that the complaint was related to a design or manufacturing issue, no corrective actions will be taken.